Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1065 ¿ biolox taper sleeve ¿ 3065252, 30124007 ¿ g7 vit e liner ¿ 65126866, 00625006540 ¿ bone screw - j7009624, 00625006535 ¿ bone screw - j7105901, 650-1058 ¿ biolox head ¿ 3041413, 010000667 ¿ g7 cup ¿ 6972025. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip procedure, the stem was found to be sitting proud. The surgeon had to use a bigger broach to get the stem to sit properly. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 reported event was unable to be confirmed due to limited information provided by the customer. Device history record was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.